Manufacturer narrative:
The complainant part was received by the manufacturer for evaluation on (B)(4) 2015. The date of receipt has been updated into the appropriate field. Manufacturing investigation evaluation: the extraction screw for the pfna blade was received with the thread broken off. The broken fragment was not send for evaluation. The relevant dimensions next to the breakage were checked and no deviation was found. The manufacturing documents were reviewed and it was found that the correct material was used and the hardness was within the specification. The fracture face is homogenous, which indicates material conformity. Based on the complaint description, the exact root cause for this complaint could not be determined. It is likely that the mechanical overload caused the breakage of the extraction screw. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: it is unknown if the event involved a patient and/or procedure. Event date: unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a product marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: july 18, 2014. No non-conformance reports (ncr) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the threaded tip of an extraction screw for a proximal femoral nail antirotation (pfna) blade broke off at an unknown time. The product had been missing for some time and turned up in the store room in the state its current state. It is unknown if the event involved a surgical procedure. This report is 1 of 1 for (B)(4).